Manufacturer narrative:
Pump was received with no button response due to corroded keypad traces. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window. No condensation under display window/screen or moisture damage found inside the pump noted. No unexpected circle display anomaly noted.

Event description:
The customer reported via phone call that the insulin pump has condensation haze on the bottom right of the screen and there is an open book image on the display. The customer's blood glucose reading was 154 mg/dl at the time of incident. Troubleshooting found that there is also a crack in the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.